Manufacturer narrative:
Diagnostic error resulting in explantation.

Event description:
Diagnostic error resulting in explantation.

Manufacturer narrative:
Physician statement: doctor confirmed deflation on right side.

Event description:
Alleged deflation.